Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. Reportedly, the pump turned on during troubleshooting. There was no reported adverse impact to the customer's blood glucose level.